Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited low pacing impedance and a drop in the p-wave amplitude. The cause was a micro perforation. The patient received a temporary drain. The atrial lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of perforation, low pacing impedance, and a drop in p-wave amplitude sensing were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, and x-ray examination were normal with no anomalies found.